Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was in a bad car accident on (B)(6) 2003 and it bent the wires in her back of her implant that was against her spinal cord. The wires were left in for two and a half years until she went to a different healthcare provider (hcp) who did a picture of the patient¿s back. The patient reported that the wire was taken care of and she had neck surgery in either 2006 or 2007 and had it changed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.